Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A medwatch report was received from the user facility indicating a spectrum iq infusion pump delivered an inaccurate volume during patient infusion. This was a second pump used to give the patient a 500ml cold normal saline bolus. The rate was set at 999ml/hr. The pump alarmed infusion complete but only 300ml had been given. The pump had to be set again to deliver the full bolus. After the 500ml were given to the patient the pump read that 700ml had been given. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.